Manufacturer narrative:
The device was not received for investigation. Therefore, the exact root cause of the reported issue could not be conclusively determined. Balloon ruptures are an inherent risk of using this product. As stated in the IFU: as with all catheterization procedures, complications may occur. These may include but are not limited to: infection, local hematomas, intimal disruption, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formation, balloon rupture or tip separation with fragmentation and distal embolization. The lot history record for the devices were reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.

Event description:
This product was used in a thrombectomy for a dialysis patient. The skin was incised, and the thrombus removal was initiated in the artificial blood vessel. As soon as the balloon was pulled, there was no resistance. When the catheter was removed from the vessel, it had ruptured at the middle. A new catheter was used to complete the procedure. No injury was reported to the patient.